Event description:
It was reported that during a da vinci assisted surgical procedure, the customer observed intermittent issues with universal surgical manipulator (usm) 3 exhibiting non-intuitive motion. The system logs from that morning showed no related errors. The intuitive surgical inc technical support engineer (tse) recommended ensuring the instrument and sterile adapter were reseated or replaced if the issue persisted. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The logs from this morning showed no related errors to the complaint. The technical service engineer recommended ensuring the instrument and sterile adapter get reseated or replaced if this issue persists. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.